Manufacturer narrative:
Initial and final MDR (B)(4).- MDR 3003442380-2024- 11425- device 2 of 8 (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in switzerland. On (B)(6) 2024, it was reported by the patient that he receives an insulin flow block alarm with eight infusions set and hyperglycemia event. High blood glucose level was 16 mmol/l. No further information was available.